Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was unable to power up. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) is underway. Upon eval the battery charger/modem was unable to power up. A root cause analysis is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.